Manufacturer narrative:
The ae assessor stated device contribution to the bg value of 574 cannot be excluded. This case will be considered serious due to the patient being symptomatic with a bg of 574. The patient is in contact with hcp for bg mgmt.

Event description:
The patient stated she started with v-go 20, during which time her blood sugar was running high. Patient stated the highest bgl was 574. Patient could not identify any contributing factors to the bg of 574. She felt tired when her bg was 574; she reports polyuria and polydipsia.